Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the outer gasket was torn. No further info was available. There was no consequence to the pt.